Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller ((B)(6)) was evaluated following the reported event of failure to alarm on the controller. Submitted log files revealed active backup battery fault alarms due to a backup battery end of service life flag. By design, this alarm type presents only on the system monitor and not on the system controller. The flag activated due to the current date being greater than the backup battery expiration date (08jun2024). There were no notable alarms active in the reviewed duration of log file. Pump operation was not affected, and the device appeared to function as intended. The reported event was unable to be correlated to an issue with the system controller. The mechanical circulatory support (mcs) equipment appeared to have operated as intended. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve backup battery fault alarms. The heartmate 3 instruction for use, section 2, entitled ¿system operations¿, states the 11v backup battery has a lifespan of 36 months from its manufacture date and should be replaced if it expires or a backup battery fault alarm is active. This section also provides instruction on how to replace the backup battery. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller screen displayed a "backup battery" alarm and the issue resolved once the backup battery was exchanged.

Manufacturer narrative:
Section b5 - updated. Section h6 - updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's historical review when plugged into the ipad displayed that there were alarms for the internal battery needing to be replaced. The system controller showed that the internal battery was fully charged and had not displayed any alarms. The log files were submitted for review to analyze the discrepancy noticed. Following review of the log files, it appeared the emergency backup battery had reached the expiration date and needed to be replaced. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to have operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.